Event description:
It was reported that the patient's implantable cardioverter defibrillator was found inappropriately in back-up operation. Back-up defibrillation was noted to turn off due to back-up. No further information was provided.

Event description:
New information received notes that the patient was stable.